Manufacturer narrative:
Other, other text: returned device was received in good physical condition but there was no scratched screen. No evidence of reported problem in event log was found. During the evaluation of the device, the device was double beeping the moment it was powered on. The downstream sensor was replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that the cadd legacy 1 pump displayed a double alarm that the cassette can not be attached. There was no patient involved.